Manufacturer narrative:
Age of device: 3 years, 9 months, 30 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient had gastrointestinal bleeding (gib). Additional information was requested but not yet provided.

Manufacturer narrative:
A specific cause for the reported gi bleed and a correlation to the device cannot be conclusively determined. The patient was readmitted to the emergency room for a gi bleed on (B)(6) 2018. Multiple requests for additional information were sent to the customer. Bleeding is listed in the hm2 IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records (documents 144963, 146241, and 147395) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.